Event description:
A pt experienced stimulation in the wrong location following a fall caused by a mild stroke. The pt had felt stimulation in her vagina and stomach instead of her back and legs. A broken recharger belt was noted. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)